Event description:
The customer reported the ventilator started alarming during use on a patient with a battery depleted message, and then shut down when the battery depleted. The customer reported there was no patient harm. The customer reported it was likely that the ac power cord was not secured well into the wall outlet and the ventilator was operating on backup battery power and alarming until the battery depleted and the ventilator then shut down. The customer replaced the backup battery and reported the unit was tested and passed. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a non-resetable, non-silenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
(B)(4): service by customer; no part returned by customer.